Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2002; 6937-52 lead, implanted: 2000-07-14.

Event description:
It was reported the patient developed a pocket infection and the device did not deliver therapy during an arrhythmia. The patient was rescued with an external shock. Additionally, the device could not be interrogated, did not emit tone with use of a magnet, and displayed premature battery depletion. Of note, interrogation of the device the previous week showed normal parameters and device shocks for ventricular fibrillation. It was also reported that during the explant procedure of the device and leads, it was noted there was insulation damage of the fifty-two-centimeter lead and the sixty-five centimeter lead broke during extraction from the pocket. Both leads were partially removed and capped. No further patient complications have been reported as a result of this event.